Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, yellow particles , the weight the device within specification, crease folding and cloudiness in the gel observed after autoclave cycle. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: no observed openings on the device or issues related with the complaint (rupture). Crease/folding of implant was observed but have no relationship with manufacturing. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿rupture¿, ¿inflammatory reaction¿, ¿discrete/moderate radial folds¿, and ¿discrete peri-implant liquid¿ the device has been explanted.